Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implanted system displayed a message stating "check the ra and lv leads," indicative of a possible left ventricular (lv) lead product performance issue. This lv lead remains in service. No adverse patient effects were reported.